Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to inappropriate shock and oversensing without pacing inhibition. Therapy was not exhausted. The rv lead was successfully replaced. No additional adverse patient effects were reported.